Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: brown particles material was found on the shell, creases, wear abrasion and one linear opening. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: opening striated. Based on the device analysis the final assessment is: - one opening striated assessed as surgical damage. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture, calcification and folds.

Event description:
A healthcare professional reported a patient experienced the events of right side ¿rupture¿, ¿calcification¿, ¿some additional folds which are not clearly radial in origin and are suspicious for intracapsular implant rupture¿, and there is a little bit of peri implant fluid which is not uncommon for textured implants¿. The device has been explanted.